Event description:
The carers were transferring the pt from a static chair to a mobile electric chair. The sling was attached and the pt lift started. As the wheelchair was pulled away, the spreader bar attachment fell from the lifter, causing the pt to fall to the floor. The staff confirmed the sling was fitted correctly and was not caught on any part of the chair. No injuries were reported.